Event description:
It was reported to nova biomedical on (B)(6) 2013 that the consumer has experienced numerous hypoglycemic events from (B)(6) of 2011 through (B)(6) 2013. The consumer declined to provide any further information regarding the reported events. The consumer refused replacement of meter. Test strips will be returned to nova biomedical. This is being reported as an adverse event under the FDA medwatch regulations.

Manufacturer narrative:
On (B)(4) 2013 nova biomedical decided to voluntarily recall this lot of test strips. Local FDA office notified.